Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
The customer reported to medtronic ers that during a scheduled cardioversion procedure the device did not respond when the shock key was pressed. The device was charged a second time and the shock was successfully delivered to the pt. The service light activated following the second shock. The reporter stated that the pt's rhythm was successfully converted and there were no adverse effects to the pt as a result of device operation.